Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026 and stated that infusion set fell off due to heavy perspiration. No further information available.